Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): stylet bent. Full lead was returned and analyzed. Additional finding of damaged at implant. The analyst commented that both white and blue j-type stylets were returned bent (at approx. 12 cm from handle), damaged at implant. Fresh stylets were used to perform stylet test and passed.

Event description:
It was reported that during the implant attempt, the stylet would not pass through the lead so the lead could not be manipulated. The lead was removed and replaced. No patient complications have been reported as a result of this event.